Event description:
The bathlift was used by the customer in the tub. The bathlift operated correctly lowering into the tub by depressing the down button on the hand control. When required to rise up out of the tub through operation of the up button on the hand control, the bathlift only moved approximately 1 - 2 inches. The customer was able to get out of the tub and no injuries were reported as a result of the incident. To date, handicare have not received the suspect device back for evaluation.